Manufacturer narrative:
(B)(4). The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected pump error alarms were noted during testing. The motor was tested outside of the pump and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had the hrm task did not grant motor power in reasonable time. Customer's blood glucose level was 130 mg/dl at the time of incident. Customer stated that they were able to clear the alarm. Customer stated that the insulin pump error reoccurred. The customer also reported that after receiving failed battery they reported that some reason he was not able to get back to auto mode even if turned it back on after inserting new battery. Advised the insulin pump requires replacement and to discontinue use of the insulin pump. Advised to revert to backup plan. The insulin pump will be returned for analysis.